Event description:
It was reported that the patient had an unknown advance male sling replaced with an artificial urinary sphincter due to recurring incontinence. No further patient complications were reported in relation to this event.